Manufacturer narrative:
As reported, during a dilatation of a leg artery, two 3x20 saber balloon catheters malfunctioned. The first balloon broke on the internal sheath and there was a loss of contrast product inside the internal sheath and it was impossible to keep a constant pressure into the balloon. The second balloon broke after the dilatation, at the connecting zone with the inflator. There was no reported patient injury. The devices were not returned for analysis. A device history record (DHR) review of lots 17496194 and 16114162  revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system leakage¿ and ¿luer hub cracked¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues reported could not be determined. Based on the information available for review, procedural /handling factors with the concomitant devices may have contributed to the reported event. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also states, ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17496194) presented no issues during the manufacturing process that can be related to the reported event.   It is unknown if the device is available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a dilatation of a leg artery, two balloons malfunctioned. The first balloon broke on the internal sheath and there was a loss of contrast product inside the internal sheath and it was impossible to keep a constant pressure into the balloon. The second balloon broke after the dilatation, at the connecting zone with the inflator. There was no reported patient injury.